Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 octrode lead kit, 60cm length; however, it is unknown which octrode lead kit, 60cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial:(B)(6), batch: a000181577.

Event description:
It was reported the patient is experiencing ineffective stimulation and unable to enter MRI mode due to lead migration. X-rays confirmed migration. Patient is experiencing pain and itching at the ipg site and difficulty charging due to the ipg moving in the pocket. Surgical intervention may take place at a later date. Note: it is unknown which lead is related to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.